Event description:
I purchased the innza ipl hair removal device (model jd-tm016) from amazon in (B)(6) 2026. During use, when I increased the intensity level for the second time, the device suddenly overheated. The glass surface in contact with my leg shattered violently, followed by an explosion, smoke emission, and ignition. As a result, I sustained thermal burns on my leg that have left permanent scarring, and the situation created an imminent fire hazard that required the use of a fire extinguisher to control. Subsequent third-party safety testing revealed that the device failed multiple critical safety standards, including: temperature rise test failure (measured at 78.6°c, exceeding the maximum allowable limit of 55°c); dielectric strength test failure (breakdown occurred at 670v, far below the required 1500v); insulation resistance test failure (measured at <2 mo, below the acceptable threshold). The device lacks effective overcharge and over-temperature protection mechanisms, violating ul/iso electrical safety standards and FDA safety requirements for medical devices. It poses an unreasonable risk of serious injury or death, presenting a severe threat to user personal safety and property. The above third-party safety tests show that the innza ipl hair removal device (model jd-tm016) failed three critical safety standards: temperature rise, dielectric strength, and insulation resistance. The device lacks effective overcharge and over-temperature protection mechanisms, presenting severe risks of overheating, explosion, and fire. These failures directly led to the adverse event and violate ul/iso electrical safety standards as well as FDA requirements for medical devices.